Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with complaints of pocket discomfort. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was observed to be rotated and protruding, but had not broken through the skin. The crt-d pocket was revised, the device was repositioned and remains in use. No further patient complications have been reported as a result of this event.